Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died approximately fifteen minutes post implant of a single chamber pacing system. It was further reported that the patient had had a temporary pacemaker in place. Following the implantation of the permanent pacing lead, which was attached to a competitor's single chamber pacemaker, the patient was found asystolic; resuscitation efforts were "not successful." The autopsy report stated the presence of a pericardial effusion of approximately two hundred cubic centimeters of blood, a hematoma in the right ventricular apex, and that the "electrode" was also found in the right ventricle. Additional pertinent information has been requested regarding investigation into other circumstances regarding the patient's death, and has not been received.